Manufacturer narrative:
Additional information was received that the infection is not believed to be procedure related. The patient is now infection free.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, lot #: 15564054, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the incision site. The physician believes the infection was device related. The patient was admitted in the hospital and was given antibiotics.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the incision site. The physician believes the infection was device related. The patient was admitted in the hospital and was given antibiotics.